Manufacturer narrative:
The reported field event of intermittent telemetry was not confirmed. The battery was at end of life therefore no telemetry is normal. Longevity is normal. Upon receipt, device was found to be in backup vvi operation due to code corruption which is consistent with cautery exposure during explant procedure.

Event description:
It was reported that the device was unable to interrogate with the programmer. An attempt with two different programmers and two different telemetry wands was unsuccessful. The magnet rate was tested and was at 90 bpm. Telemetry test was performed 10 times and all the tests failed. The device was explanted and replaced on (B)(6) 2017.